Event description:
As reported by reporter, a balloon inflation in the left superficial femoral artery was being performed with a sasuga balloon and an encore inflation device. Three dilatations were performed. During the fourth inflation, the gauge of the inflation device would not register pressure over 17atm. Seven additional inflations were then performed. There was no patient injury and the procedure was completed using this device. The used device was disposed of by the hospital and will not be returned.

Manufacturer narrative:
The used device was disposed of by the user facility; therefore, no failure analysis is possible and the reported event is unable to be confirmed. As no lot number was reported, a review of the device history records is not possible. All inflation devices are subjected to testing prior to release from manufacturing to verify functionality. The reported event is not occurring more frequently or with greater severity than is usual for the device.